Manufacturer narrative:
Device used for treatment, not diagnosis. This device is an instrument and neither implanted nor explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 17.0 mm/3.2 mm wire guide and 22 mm/17.0 mm protection sleeve were returned with the complaint category of ¿sticks/jams/stuck¿. The reported complaint states: ¿it was reported that during the placement of a trochanteric fixation nail (tfn) the protective sleeve and trocar were threaded together and could not be separated. Post operatively tools were used to separate them and threads were damaged.¿ both instruments are utilized in the titanium trochanteric fixation nail system technique guide ((B)(4)), the titanium cannulated lateral entry femoral nail technique guide ((B)(4)), and other technique guides. The returned wire guide had visible damage to the ridges on the proximal end. Additionally, the threads are stripped closer to the top of device. The distal tip showed signs of wear and tear. Specifically, the edge of the tip is worn down and is not an even surface. The returned protection sleeve was received with damaged threads and the distal tip was bent. Based on a review of the returned product, it is unclear why the product became jammed together even though they were separated. The threads show possible cross-threading, which could have caused the products to become jammed. Drawings (B)(4) ((B)(4)) and 357.392 ((B)(4)) were reviewed and the design is adequate for its intended use and did not contribute to this complaint condition. Since it is unknown what caused the products to become jammed, the root cause for complaint is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the placement of a trochanteric fixation nail (tfn), the protective sleeve and trocar were threaded together and could not be separated. Postoperatively, tools were used to separate them and threads were damaged. A second tfn insertion set was available for use during the case. There was no reported delay and the procedure was successfully completed. Patient status is reported as fine. This is report 2 of 2 for complaint (B)(4).